Manufacturer narrative:
A review of the logs for the ion system on the procedure date did not find any errors that are relevant to the reported event. A review of the state logs for the reported procedure date show that the catheter followed the user¿s commands as expected for both insertion/retraction (commanded by the scroll wheel) and articulation (commanded by the trackball). There was no unexpected behavior observed. A review of the customer-provided procedure video shows the user registering and navigating to a target lesion in the lingula. The user attempts to advance the catheter blindly (the catheter tip is facing the airway wall instead of aiming toward the center of the airway) until the catheter tip pops through the airway wall into the lung parenchyma. The user then retracts the catheter, re-navigates, localizes the lesion with radial endobronchial ultrasound (rebus) and then performs a cone beam CT (cbct) spin, which identifies a left-sided pneumothorax. After approximately 15 minutes, an inserted chest tube can be observed via fluoroscopy. After performing rebus localization again and doing another cbct spin, the user does not biopsy at this target but rather begins navigating to a different target in the right upper lobe. The ion user manual contains the following instruction: ¿navigation of the catheter through the airways should be performed in a minimally traumatic manner by attempting to stay in the center of the airways at all times.¿

Event description:
It was reported that during an ion endoluminal transbronchial lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement. The target nodule was located in the left lingula at the pleura. The physician stated that during navigation, ¿it appeared the robot staggered and then just jumped / leaped forward when I was trying to have it advance into a narrow airway. I do not feel it is a malfunction ¿ but am wondering if the sheath response to forward movement was exaggerated after not moving forward for a few seconds.¿ a cone beam CT was performed that revealed a pneumothorax and the chest tube was placed. The left lung target nodule, and 3 other target nodules in the right lung were not biopsied due to the pneumothorax and the small size of the right lung nodules. Resolution of the pneumothorax was achieved and the chest tube was removed within 4 hours. However, the patient was admitted due to complaints of chest pain and was discharged after 3 days.